Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device service required.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 500p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 500p from heartsine technologies, (B)(4) on (B)(6) 2013. The history log for this device showed that the pad-pak was first installed on (B)(6) 2013 and that it had performed to specification up to the (B)(6) 2016. The device was disassembled to investigate and upon visual inspection the coin cell battery on the circuit board was found to be damaged, with one leg broken away from the main body of the battery. The device had been subject to mechanical damage. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in usage of device of this report.